Manufacturer narrative:
Evaluation, results, conclusion - known inherent risk of procedure (reaction); (root cause of reaction cannot be determined).

Manufacturer narrative:
Evaluation, results: (inconclusive, investigation in progress). Conclusion: inconclusive- investigation in progress. (B)(4).

Event description:
Device evaluation: the 6f input introducer sheath was returned to the manufacturing facility for evaluation. A sulture was still attached to the device. The device was bloody and kinked in two places.

Event description:
The input ps introducer sheath was flushed as per IFU then inserted into the femoral artery of the patient. The aim of the procedure was supposed to be placement of pacemaker leads. It was reported that approximately 5 minutes after the input ps introduction, the patient started coughing and experienced dyspnea. After dyspnea onset, cortisone was administered. After a few minutes the patient¿s conditions were normalized. The patient was discharged from the hospital. No further clinical sequelae were reported.